Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she experienced low blood glucose last night. Customer indicated that she asked for assistance from a medical professional but did not go to the hospital. Customer did not know the blood glucose value at the time of her low or at the time of the call. Customer declined to troubleshoot and was advised to call back at a later date. No further information was given.